Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b, implantable pulse generator, (B)(6) 2002; 5076-52, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient alleged the ¿wires were defective.¿ follow-up attempts are being made to contact the clinic for information, but no information has been received about the leads at this time. The right atrial (ra) lead and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.